Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not feeling well for past few weeks. Upon review, the implantable cardioverter defibrillator exhibited non sustained ventricular oversensing episodes due to right ventricular lead noise. It was suspected that the lead may have jumped into the coronary sinus, resulting in unexpected and sudden increase in impedance values and noise. On (B)(6) 2018, patient presented for lead replacement procedure. During the procedure, the atrial lead became dislodged. Both leads were replaced. The procedure was performed successfully without adverse consequence to the patient.